Event description:
During product evaluation by a baxter service technician, an infuso.r. Pump experienced a constant occlusion alarm. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is association with this event. This was not reported by the customer. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a misaligned occlusion switch. To correct the condition, the occlusion switch was realigned. If any additional information is received, a follow-up MDR will be sent.